Manufacturer narrative:
The cause for the initial negative hcv result when compared to the other hcv test method results and the second patient's clinical picture is unknown. There was no sample left or further clinical patient information provided for further investigation. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers."

Event description:
(B)(6) advia centaur xp hcv results were observed by the customer on two patient samples and considered discordant when compared to other hcv test method results. There was no known report of adverse health consequences due to the negative advia centaur xp hcv results.